Manufacturer narrative:
All of the buttons functioned properly. However, the keypad traces were slightly corroded. The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery alarm test, occlusion test, and reset error test. The insulin pump passed all operating currents tested within the specified range and passed the off no power test. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not rewind and the keypad buttons are not responsive. Customer also indicated that the pump alarmed radio frequency failed self test. Customer's blood glucose was 137 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.